Manufacturer narrative:
Investigation result of flare detached. Visual evaluation of the returned device found that the flare was detached and the handle cannula was in good condition. There was evidence of the flare manufacturing process present on the catheter. In addition, the wire kinked near to the handle. Further evaluation also noted that the key was slightly deformed and the dongle shaft is in good condition. Functional testing could not be performed due to the flare detachment. The investigation found that the device flare detached; this condition does not allow the device to be actuated. The review and analysis of all available information failed to indicate a root cause or probable root cause. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was to be used for a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during preparation, a functional check was done and the snare failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.